Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure when closing there was oversensing noise on the right ventricular (rv) channel that appeared to be extra signals. The rv lead impedance, threshold and amplitude measurements were fine. There was also noise seen on the right atrial (ra) channel. The terminal pin the rv lead was confirmed to be fully inserted and the leads did not appear to be touching. Boston scientific technical services (ts) reviewed a stored device electrogram which indicated that the noise on the ventricular channel maybe consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing of noise. There was no evidence of noise on the check done the following morning thus the issue was resolved and the cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects were reported.